Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdys0022 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the needle does not get fixed to its hub, it's loose, leading to an instability and jeopardizing its functionality." No other information was provided.

Event description:
It was reported that "the needle does not get fixed to its hub, it's loose, leading to an instability and jeopardizing its functionality." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusions set was inconclusive because the returned sample appeared to be a sealed lot sample and not the originally implicated device. The product returned for evaluation was one 20ga x 0.5¿ safestep safety infusion set. The sample was received in its original sealed packaging. Following removal from the packaging, inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. Tactile inspection of the sample was unremarkable. Microscopic inspection of the device joints was unremarkable. Attachments of several different luer accessories to the luer adapter were successful and unremarkable. No device deficiencies were discovered during evaluation of the returned sample; however, the sealed state of the packaging suggested that the sample was not the device implicated in the event description. Consequently this complaint is inconclusive at this time.